Event description:
Report received of an overdelivery of morphine. The pump was programmed to deliver 4mg/ml of morphine at a continuous rate of 10mg/hr with a pca dose of 4.2mg every 15 mins. The pump was set with the air alarm off and tubing with an anti-siphon valve was used. A 1000ml bag was hung approx every 4 days. It was reported that the nurse went to change the bag and expected to see an unspecified amount of solution in the bag. The pump display indicated that 300ml was left in the bag, but the morphine bag was empty. The pt did not experience any adverse effects. Though requested, there was no further info available.